Manufacturer narrative:
The device was returned to zoll; the reported malfunction that the device was unable to ECG via electrode pads was unsubstantiated. A review of the patient clinical data showed that the device was unable to obtain ECG via monitoring leads, however via defib electrodes an ECG signal was available. The ECG leads and defib electrodes were not provided for evaluation. The device passed all functional testing, was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat an (B)(6), female patient the device was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however it was not related to the reported malfunction.